Event description:
The physician was treating a male patient (age unknown) who presented with a very large mca stroke. The patient was not a candidate for thrombolytics. The physician used two merci retrievers and made six passes in total. During the use of the second merci retriever, threepasses were maded a fair amount of grab on the thrombus in all three passes, however, on the last pass, the retriever fractured. The physician inicated that this last pass was the most aggressive one as he was going to stop if it was not opened. Per the physician, the last pass involved "five counter clockwise turns, then four clockwise turns and then maybe a couple of counter clockwise turns. The retrieval attempts resulted in partial/minimal recannalization to m1/m2 but no significant distal flow. There was no patient injury/adverse clinical sequelae directly related to the fracture of the retriever since the orignal occlusion was in both m1 and m2.